Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced six infusion sets tubing detached from hub events on (B)(6)2024. The sets were in use for one hours. The patient resolved all the events by replacing infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 6